Manufacturer narrative:
The sample for this complaint record was received without the original packaging. The dial a port y-manifold was returned attached into a closed suction catheter. An obvious defect was observed. During evaluation, an inspection and examination under magnification was performed. It was noted the port where the dial was located appeared partially cracked with some visible scratches surrounding the crack. The port was received attached into the peep seal of the closed suction catheter. No missing material or debris was observed. The other side of the y-manifold did not exhibit cracks. The root cause was manufacturing related. All information reasonably known as of 21-apr-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08-feb-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the rt [respiratory therapist] noticed the saline leaking from the manifold. The crack is in the same spot as was reported on earlier incidents...pressure was 26 pip (peak inspiratory pressure) was 13 rate of 30 100% oxygen. The [patient] was on a radiant heater." There was no reported injury.